Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected bloodline was requested by the manufacturer and received but was not able to be evaluated due to the condition of the returned sample. However, the customer provided two pictures which were visually inspected. The inspection identified the presence of damage at the level of the blood pump tube of the bloodline. The reported condition was verified. Based on the visual analysis of the pictures, the cause of the condition was identified to be an operator error that occurred during the sealing process of the primary packaging of the bloodline. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient was undergoing a dialysis treatment utilizing a cartridge bloodline. At the start of treatment the nurse observed an external blood leakage. Reportedly a crack was observed at the level of the blood pump segment. The blood present in the extracorporeal circuit was not returned to the patient. The quantity of the external blood leakage was not reported by the customer. The bloodline set was changed and treatment resumed without further reported issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.